Manufacturer narrative:
The incorrect device was listed. The correct device was an attachment device. It was reported that during a routine maintenance check, it was observed that the attachment device would was ¿running warm¿. The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned for evaluation. (B)(4) evaluated the device. A functional assessment was performed which found the temperature above specification. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear of bearings over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine maintenance check, it was observed that the motor device would was ¿running warm¿. The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.